Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this corporate lot number for this failure mode. The sample was not returned. Images were not provided. The complaint investigation is inconclusive for filter failing to advance, partial deployment and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that during deployment of a vena cava filter from the femoral vein, the filter became stuck in the delivery sheath and only the filter arms were released. Excessive force was used to complete the deployment; however, the filter was released just superior to the iliac bifurcation in a lateral position across the ivc. The filter was retrieved with a snare device from the jugular vein and a different vena cava filter was deployed without incident. There was no reported patient injury.